Event description:
When the doctor was using triangle mirror cutter and triangle mirror shell before inserting the trial sleeve, fracture of inside of proximal femur occurred. Wiring was done to complete the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.